Event description:
It was reported to baxter (B)(4) that an infusor overinfused an unknown patient with 5 fu. The device was set up to deliver an unknown quantity of 5fu to the patient in 46 hours, however, the infusion was completed in 24 hours. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: the device was received by baxter for evaluation. The sample was visually examined and functionally tested. The reported condition of an overinfusion could not be confirmed, and the root cause could not be determined. This device is a single use device and was discarded.

Event description:
Caller states the pt tested 4.0 inr on the coaguchek xs system and 2.3 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.